Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient stated he was feeling stim in 3 different places, the perineum, left buttocks, and left leg/foot/ankle and there was a little discomfort sometimes around the outside of his left ankle because of it. Patient stated he hasn't noticed any significant changes with symptom control. Patient stated stim in leg was not constant, when he lays down at night he feels stim in leg the most. He wasn't sure he could sleep, so he turned down stim. Patient stated it's much more obvious when he lays down. It was reported stimulation was on and was confirmed with the programmer. The patient decreasing amplitude and it eliminated the uncomfortable stimulation. Patient decreased to sleep and since patient wasn't having good symptom control. Patient services helped patient switch to p2, he increased and stated he thinks he still feels it in his left leg/foot. Patient will keep it on current program, adjust stim for comfort as needed, and monitor symptoms. The patient to follow up with healthcare provider. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that it was the day after implant that he noticed it because the first day he did not notice much of anything. Wednesday night, (B)(6) 2019, was when he noticed these issues.